Event description:
Philips received a complaint by the customer on the v60 indicating that during set up of the device, it was observed that it could not go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A diagnostic was performed and found that there may be flow sensor issues. Advised to perform the performance verification test (pvt) air flow accuracy test to verify and provided parts ID for the flow sensor assembly as needed and discussed installation. The customer sent in the device to bench repair for further evaluation. The bench technician evaluated the device and confirmed the reported problem. It was observed that the gas delivery system (gds) is defective and affecting air flow and oxygen flow accuracy tests. Values and measurements are off during testing and overall performance of the patient circuit. The investigation is ongoing.

Manufacturer narrative:
Bench replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.